Event description:
New information received notes the right ventricular (rv) lead was tested prior to and also after a routine generator change. No issues were found. The rv lead remained implanted. The patient was stable and discharged from the routine generator change.

Event description:
New information received notes oversensing due to noise on the far field channel was observed on the right ventricular (rv) lead. No other electrical anomalies were noted. Programming changes were made. The patient was being monitored. The rv lead was to be addressed at a generator change. The patient was stable.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. Programming changes were recommended. There were no reported patient symptoms or consequences.